Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found pinhole on a-rubber (bending section insertion section ). Due to pinhole, watertightness is lost. The reported issue of "rubber pinhole" could be confirmed. Furthermore, inspection found peeling of the coating of image guide (insertion section) connecting tube . Peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2), deterioration noted. Additionally, the following defects were identified during device inspection: inspection of insertion tube forceps channel , air leak noted. Electrical continuity failure observed. Insufficient angle (up direction) noted due to stretched wire. Dirt found on flexible tube. Scratch found on control unit, grip, angulation lever, insertion tube ring, universal cord, s-connector and s-cover, switch box. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of " rubber pinhole" (pinholes in the bending rubber (the metal is not sticking out)". The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported . Device evaluation found peeling of the coating of image guide (insertion section) 1mm2 or more. This report is being submitted due to the finding of peeling off the coating on the insertion section, peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2),deterioration identified during device evaluation.